Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was a cholangiogram used with this procedure? Asku. Which firing of the device did this event occur on? Third. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the third firing the device stopped firing and jammed. The device was on the cystic duct with the last clip being malformed. The surgeon had to wiggle that last clip off of the cystic duct. No other information was available on the appearance/condition of the clip. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested. Upon testing the device was cycled and clips could not be fed since the trigger did not return automatically to the open position. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling the anti-backup lever was found to be loose and damaged. The feeding and forming mechanism of the shaft was manually evaluated and performed as intended; fifteen clips were manually fed. No conclusion could be reached as to what may have caused the found damaged. The final quality release criteria was met before this batch was released for distribution.